Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated there were scratches present on the insulin pump's screen. The customer also reported a crack present. The customer stated they have dropped and bumped the insulin pump in the past. Customer's blood glucose was unknown at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked reservoir tube lip and scratched reservoir tube window.